Manufacturer narrative:
G1: manufacturing contact facility name: shirakawa olympus co., ltd. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head no longer worked. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the manufacturer. Please refer to the following sections for the new information: d9, h3, h6. The customer later clarified that the issue was with the camera head cable. The device was returned to olympus for evaluation and the customer's allegation of issue with cable was confirmed. Device evaluation found that the cable unit was disconnected and therefore image could not be displayed. Additionally, other evaluation findings include the following: the cable unit was depressed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
Please refer to h10.